Event description:
Caller states the patient tested 2.7 inr on the coaguchek xs system and 3.8 inr at the hospital. Caller states the patient was sent to the hospital because of a severe blood nosy. Caller states the patient's nose was packed, his coumadin was held, and he returned to the rehab center. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.